Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged after pocket closure and there was loss of capture (loc). The lead was successfully explanted and replaced. No adverse pt effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.